Manufacturer narrative:
Updated fields: d9, h2, h3, annex code g, b, c and d. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on the jaw. The broken piece measures approximately 14.34 mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument has not been returned for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure the tip of the force bipolar instrument was broken. It was reported a fragment fell into the patient and was retrieved during the same procedure.